Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a reported glucose of 497 mg/dl, was advised to perform an infusion site change, and later reported a glucose of 400 mg/dl trending downward while using the ilet system. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.